Event description:
Upper middle-aged male with history of colon cancer receiving outpatient infusion as treatment. While hooking up the IV tubing, it was noted that blood was leaking from a port site of the tubing, then the tubing came apart. The tubing was removed, and another set was used. No known harm to the patient.